Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that noise oversensing on this right ventricular (rv) lead resulted in inappropriate anti-tachycardia pacing (atp) and shocks. Technical services (ts) reviewed the events, noting that low amplitudes, low impedance within range and high capture thresholds were observed as well. There where multiple inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr) that did not convert the rhythm. Ts noted an episode that an inappropriate shock induced af, and another episode that inappropriate shock accelerated the rhythm from atrial flutter to atrial fibrillation (af). Ts also noted that lead measurements were previously stable, but a significant shift in lead trends was observed starting in late november. Additional information is being requested from the field. This rv lead and associated crt-d remains in service. No additional adverse patient effects were reported.